Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patient data was delayed in syncing to pyxis, requiring temporary profiles for medication access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patient data was delayed in syncing to pyxis, requiring temporary profiles for medication access. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient info slows to cross over to pyxis system a technical support specialist (tss) checked the network speed duplex and initially found it set to auto negotiation. It was then changed to 100 mbps half duplex. The tss deployed 10000357573 00 es win10 application unresponsive hf (build 2), which showed the status successfully applied. The database size was verified to be under 2gb, and the recovery model was confirmed as simple. The tss inspected both the c drive and d drive, and checked usb management in device manager, confirming that all four usb ports had the option allow the computer to turn off this device to save power unchecked. Additionally, netbios was confirmed to be disabled. After completing these checks and adjustments, the tss proceeded to close the case following a 24 hour monitoring period. The system functioned as intended after the technical support specialist troubleshot the device.